Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technologist reported following the intraocular lens implantation approximately ten months later there appeared a scratch on the lens and the lens was explanted in a secondary procedure. The lens was exchanged and replaced for another lens of the same model and diopter. Additional information was received stating there was no harm to the patient and was not hospitalized for the event. It was further clarified that the scratch was more on the optic.

Manufacturer narrative:
Additional information provided in d.9., h.3, h.6. And h.10. The lens was returned in a specimen cup. Blood and solution was dried on the lens. One haptic was broken in the gusset area (returned). The optic is cut into pieces, typical of insertion and removal. The cut optic pieces have multiple small scratches and cracks. One cut optic portion had a nick/chip in the optic edge with a piece of lens material missing (not returned). Qualified associated products were indicated. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).